Event description:
Manufacturer report number 1627487-2019-04709. New information received states that both leads were explanted, and new leads were implanted. Patient therapy was restored post procedure. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
Investigation results will be provided on the final report.

Event description:
Manufacturer report number 1627487-2019-04709. It was reported that patient experienced a traumatic fall accident resulting in loss of stimulation therapy due to lead migration issue. Lead migration was confirmed via x-ray. Lead revision procedure is anticipated in the near future. No further information is available.